Manufacturer narrative:
The ri-2 and associated 3-spike disposable set involved in the incident were returned to belmont for investigation. Upon receipt it was noted that the output temperature probe sensor in the ri-2 unit was contaminated with blood, which caused the unit to exhibit a "heating fault" alarm. The 3-spike set showed significant clotting in the heat exchanger and damage to the heat exchanger ring. The infusion fluids reported to have been used do not typically lend to a clotting situation; it is belmont's experience that clotting typically occurs due to mixing solutions containing calcium with citrated blood products. Adding calcium to citrated blood will compromise the anticoagulants and promote clotting, which can lead to clot formation inside the heat exchanger. If clotting occurs and blocks blood flow, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature/overheating issue. The following contraindications are stated in the operator's manual: lactated ringer's solution, dextrose in water, and hypotonic sodium chloride solutions should not be added to blood components; the system should not be used to warm platelets, cryo-precipitates, or granulocyte suspensions. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule/instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit "heating fault" alarm or "over temperature" alarms. The user facility was unable to provide the lot number of the disposable set involved. The manufacturing records for ri-2 serial number were reviewed and no anomalies were identified. It was reported that the rapid infuser was disconnected from the patient and taken to biomed; there was no report of injury to the patient. Belmont is unable to determine the root cause of this incident based on the information provided. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont for evaluation; a thorough investigation is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions. The user facility was unable to provide the lot number of the disposable set involved. Without results of the investigation, it is difficult to determine what occurred in this case. The manufacturing records for ri-2 serial number were reviewed and no anomalies were identified. It was reported that the rapid infuser was disconnected from the patient and taken to biomed; there was no report of injury to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's sales representative reported the following: "ms. (B)(6), director of clinical operations, called to report that over the weekend, they had a case involving the belmont ri-2 rapid infuser where approximately (26) units of blood product were infused prior to smoke coming from the belmont in the area of the heat exchanger. The belmont was disconnected from the patient and taken to biomed. Ms. (B)(6) is reporting that to her knowledge, this did not adversely affect the patient's outcome. Ms. (B)(6) is reporting that they infused prbc as well as normal saline."